Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The targeted lesion was in the right middle lobe and 1.7 cm in size. The physician was unsure if a pneumothorax would have occurred via another biopsy modality. The procedure was completed and a pneumothorax was identified post-procedure. The initial size of the pneumothorax was small, but it increased to a moderate size; therefore, a small safety centesis 8 french anterior chest tube was placed. The patient was hospitalized for 1 day and then discharged home. A diagnosis was not obtained. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.